Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that leakage was observed from the valve despite the stopcock being closed, with pulsatile blood flow when no device was inserted. The procedure was completed without replacement and the device was discarded. No patient injury.